Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The firmware was reinstalled and the database was reduced to resolve the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system stopped working during a 3d scan. It was reported that the database was too heavy for the system. The representative made some 3d scans without problems, but the pendant was reported to freeze one time. Database had (B)(4) patients which is too many for the system.